Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision (serial: (B)(6)) was chosen for implantation utilizing a large flexnav delivery system. Pre-implant, the patient had pre-existing right bundle branch block (rbbb) with rij temporary pacemaker. The navitor was implanted at a depth of 3 non-coronary cusp(ncc)/ 4.5 left coronary cusp (lcc). Due to perivalvular leak (pvl) a post-balloon annular valvuloplasty (bav) was performed, after which the patient went into complete heart block. On 10 january, a permanent pacemaker was implanted.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision (serial: (B)(6) was chosen for implantation utilizing a large flexnav delivery system. Pre-implant, the patient had pre-existing right bundle branch block (rbbb) with rij temporary pacemaker. The navitor was implanted at a depth of 3 non-coronary cusp(ncc)/ 4.5 left coronary cusp (lcc). Due to perivalvular leak (pvl) a post-balloon annular valvuloplasty (bav) was performed, after which the patient went into complete heart block. On (B)(6), a permanent pacemaker was implanted.

Manufacturer narrative:
The device was not returned for analysis. An event of perivalvular leak (pvl) and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported pvl could not be conclusively determined. The reported heart block appears to be related to a combination of patient condition (pre-existing heart block) and procedural conditions (post-balloon annular valvuloplasty). The reported unexpected medical intervention, hospitalization, and surgery were the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.